Manufacturer narrative:
The device has not been returned to omsc for evaluation. Olympus engineer visited the user facility and fixed the failure. In addition, the engineer repaired the other two devices that had similar problems. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the monitor displayed blue bars. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following information was obtained from an olympus engineer who visited the user facility. The engineer visited the user facility and inspected this device. The evaluation of the device confirmed that there was no defect. Reportedly, that in the pop-up blue bar was only the message that the internal image memory was full. Therefore, the engineer deleted the image memories of all existing this device and the problem was solved. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the reported event was not caused by the defect of the device. If additional information becomes available, this report will be supplemented.